Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was fractured. The lead tested normally with the device, however when testing was done with the lead analyzer, the fracture was noted with high impedance and high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.